Manufacturer narrative:
(B)(4).

Event description:
It was reported that "incident reported by anesthetist regarding infectious complications following the insertion. The set was inserted in the resuscitation department / intensive care unit. Patient admitted following a motor vehicle accident after being run over by a car while sleeping on the ground. History of alcohol consumption the day before the accident. Diagnosed with rhabdomyolysis, bilateral thoracic trauma, bilateral pneumothorax and pulmonary contusions, bilateral clavicle fractures, and three rib fractures on each side. Pain management included morphine pca, nefopam, and paracetamol. Thoracic surgery was planned. On (B)(6), 2026, no early signs of infection but poor pain control. Epidural analgesia indicated and epidural catheter placed after difficult puncture requiring five attempts. Continuous ropivacaine infusion initiated at 240 mg/24 h. Claude bernard-horner syndrome developed in relation to the epidural, resulting in reduction of the infusion rate. (B)(6), 2026, resolution of claude bernard-horner syndrome. On (B)(6), 2026, epidural removal considered due to reduced efficacy; however, the patient remained highly painful with severe thoracic pain. Increased pain associated with decreased sensory level. Catheter assessment showed no evidence of displacement or complication. A 1% lidocaine test restored analgesic efficacy, and the epidural catheter was maintained. On (B)(6), 2026, temperature of 38.6 c without chills or sweating. Significant purulent discharge observed at the epidural catheter site. Epidural catheter removed. Purulent findings noted at both the puncture site and tunnel site. Empirical treatment with amoxicillin-clavulanate initiated. MRI planned if neurological symptoms developed. On (B)(6), 2026, inflammatory syndrome present, patient afebrile. Microbiological samples collected from purulent discharge. MRI demonstrated epiduritis without abscess formation, associated with signs of sepsis. Infectious disease consultation obtained. Antibiotic treatment changed to cefotaxime 2 g three times daily and daptomycin 750 mg. On (B)(6), 2026, decrease in inflammatory syndrome; however, epiduritis persisted on MRI. New epidural catheter placed using a different batch. Back pain at the puncture site controlled with analgesics. Neurological examination of all four limbs remained normal. Patient reported tingling in the ulnar distribution of the fourth and fifth fingers of the right hand, unchanged for five days. May 14, 2026, patient remained afebrile with no specific clinical findings. Pain well controlled. Clinical consequences and current status: infectious complication characterized by purulent discharge at the epidural insertion and tunnel sites, epiduritis, and signs of sepsis. No neurological deficits related to the event were reported. Good recovery noted. Patient afebrile on may 14, 2026, with normal neurological examination. Actions taken for the patient regarding the device: device removal on (B)(6), 2026, initiation of empirical antibiotic therapy, microbiological sampling, MRI evaluation, and placement of a new epidural catheter from a different batch on (B)(6), 2026.".